Event description:
A purchasing coordinator reported two patients who had intraocular lenses (iol) exchanged due to mechanical failure. In a follow-up, a technician reported for this patient was experiencing shadowing with letters at distance, intermediate and near vision which was not correctable with glasses. The patient had limbal relaxing incisions performed at the time of the iol implant procedure. She was treated for dry eyes with punctal plugs. Posterior capsule opacification was noted and treated with an axial capsulotomy. These events occurred prior to the iol exchange. The event resolved following the lens exchange. The use of an unapproved viscoelastic during the surgical procedure was reported. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the product was returned for evaluation. The optic is damaged. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for "mechanical failure" could not be determined. Lens dimensions were acceptable. Optical properties could not be checked due to the damage observed. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 10/19/2011 and 10/26/2011 by phone, fax, and mail. A completed questionnaire was received on 10/27/2011. (B)(4).